Manufacturer narrative:
Hemodynamic instability: the root cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the root cause of the positioning issue was determined to be an unintentional use error as the pump was slip across the aortic valve the physician attempted to reposition impella.

Event description:
A 68-year-old male patient was admitted with acute mi, cardiogenic shock. Impella was placed per IFU. Tee showed impella was tilted toward the mitral valve and the md was unable to position appropriately. A new impella 5.5 was placed at that time. No additional information provided. During impella 5.5 positioning, the physician was unable to orient the cannula away from the mitral valve after initial delivery, so the pump was removed and a second impella 5.5 was placed which supported the patient for 14 days until care was withdrawn.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data. D1 brand name and d4 serial and UDI numbers have been updated/corrected. The investigation is still ongoing.